Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant malposition, capsular contracture. . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 225cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with spontaneous left breast implant rupture. As a result, the patient underwent revision surgery on (B)(6) 2022. During the surgery, the patient was also diagnosed with implant malposition, and bilateral capsular contractures (baker grade unknown). Subsequently, the patient's implants were removed and replaced with two mentor gel implants. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received the device for evaluation. On march 14, 2022, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 225cc breast implant had a crease/fold on the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.